Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number 2938836-2018-10160. During follow-up on vacation, increased capture threshold and noise was observed on the right ventricular (rv) lead resulting in inappropriate therapy. During explant, insulation abrasion was observed due to subclavian crush preventing further progression of the stylet. The issue was resolved by explanting and replacing the rv lead. During the procedure, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.